Event description:
It was reported that balloon rupture occurred. A 1.20mm x 8mm emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The procedure was completed using a different device. No patient injury was reported.